Event description:
It was reported the right atrial (ra) lead had a polarity switch and that the lead monitor warning showed a large number of high impedance paces. It was noted that the chronic lead trend and in clinic retested impedances were steady in the 500-675 ohms range, threshold has been stable, there was no evidence of oversensing and no patient symptoms. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.